Manufacturer narrative:
Following the initial reported event, the customer confirmed that the communication error issue had been resolved. No specifics were provided. However, the customer did confirm that the subject device would not be returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was presenting a b30 scope communication error with multiple different endoscopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to foreign matter or moisture on the electrical contact area. Olympus will continue to monitor field performance for this device.